Manufacturer narrative:
Additional information related to be event available after investigation of the returned device, which could be addressed in a follow-up report. According to available information, no consequences for the patient.

Event description:
Heard clicking noise, thought it was something to do with the pressure cable, patient placed on support, that evening noticed a blood streak from the cp22 and pump was changed out.